Event description:
There is a defect w the cardinal health hypodermic needles. When you try to recap the needle, it goes through the protective plastic cap and can potentially harm someone. Even worse if it's a dirty needle. I have photos. I included photo of the lot number of the pack the needle came in. This has happened before, but twice this week. Thank you. Pt code: 4582. Device codes: 2936, 2979. Ref report: mw5178424.